Event description:
Procedure: right hemicolectomy. According to the reporter: (B)(4) refer to a single case. After the gia was fired, the stapled tissue was ripped off and opened. The surgeon had to oversew the staple line where the tissue was torn. Surgery time was extended by 30 minutes currently condition of the patient: fine.

Manufacturer narrative:
(B)(4).